Manufacturer narrative:
(B)(4). The customer reported an ECG/shock equip malfunction and rfu (ready for use indicator) failure. The device was evaluated by a philips field service engineer at the customer site. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.

Event description:
The customer reported an ECG/shock equip malfunction and rfu (ready for use indicator) failure.